Event description:
Caller reported customer's (B)(6) son "scratched or pressed the inside of the lid of the drum container, then he bit it to open it up" and ate half of the desiccant inside the lid of the ac compact plus test drum container. The child's mouth was burning and red, and he got a blister on his lower lip. The boy was taken to the doctor, who examined mouth and throat. Except for the blister on his lower lip there was no other injury, no medication. A request was made for the return of the product.

Manufacturer narrative:
This incident occurred in (B)(6).